Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. The customer did not experience any continued issues after technical support provided guidance to reset the pump. Customer was advised to continue using the pump and contact support if the issue recurred.